Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on 15 jan 2021, where they passed away due to a cardiac arrest. The patient's implantable cardiac monitor was missing electrograms from around the time of the cardiac arrest event. The patient was deceased.

Manufacturer narrative:
The reported event of missing electrogram could not be confirmed. Analysis of device image indicated episodes were cleared before device was received for analysis. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Correction - d6a - implant date of (B)(6) 2020 should have been (B)(6) 2020.